Event description:
It was reported that noise was observed on the right atrial (ra), right ventricular (rv) and shock channels during arm motion. There was no rv oversensing, but oversensing in the ra resulted in inappropriate atrial tachy response (atr) events. The patient reported dizziness, but it was unknown whether the inappropriate atr contributed to the dizziness. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies other than possible tool marks on the can. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that noise was observed on the right atrial (ra), right ventricular (rv) and shock channels during arm motion. There was no rv oversensing, but oversensing in the ra resulted in inappropriate atrial tachy response (atr) events. The patient reported dizziness, but it was unknown whether the inappropriate atr contributed to the dizziness. The device and non-boston scientific leads were later replaced due to a product performance issue. No additional adverse patient effects were reported.